Event description:
It was reported from netherlands that during service and repair/pre-testing, it was observed that the attachment device was generating heat. The device also failed pretest for temperature verification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of heat identified during service and repair was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).